Event description:
This is a report from baxter-(B)(4) of disconnection between the needle and rest of transfer set. The reported condition occurred during use. No patient injury or medical intervention occurred. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation therefore, the reported condition cannot be confirmed or duplicated. Batch review was conducted with no abnormality observed. A follow-up report will be submitted if additional information becomes available. (B)(4).